Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the gastrointestinal videoscope, the cleaning brush part fell off while brushing from the suction cylinder side toward the tip of the insertion tube. It was reported that brush part was not found and may remain inside, but there was no problem in feeding water or checking the inside of the pipe with another cleaning brush. However, it was uneasy to do, so an inspection requested. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated and the reported phenomenon was confirmed from that the broken distal end of the cleaning brush remaining in the channel. In addition, the following non-reportable malfunctions were found during the device evaluation: insertion tube angle wire worn / frayed, discoloration of the objective lens, cloudy image, scratches found on switch box, up/down and right/left knobs, grip, and scope connector. Based on the results of the investigation the phenomenon likely occurred due to insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.